Manufacturer narrative:
(B)(4)

Event description:
Procedure type: nissen. According to the reporter: the sutures are pulling off the needles; the needle could not be retrieved. An x-ray was taken verifying that the needle was in the patient. Surgeon determined it would be unsafe to attempt to retrieve the needle from the patient's tissue. There was no report of patient injury, unanticipated blood or tissue loss, or extended operating room time. An x-ray was taken verifying that the needle was in the patient.